Event description:
Additional information was received indicating that the lead was repositioned to resolve the event and the patient was stable.

Event description:
During a remote follow-up, variable sensing which resulted in undersensing noted on the right ventricular (rv) lead. No intervention was performed and the patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.